Event description:
The customer reported bellavista 1000e us 271 - o2 supply failed - no o2 dosing possible. The issue happened prior patient use, no delay in care. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, the unit was tested o2 supply in function blocks menu but the reported error could not duplicate. Advise to replace the o2 sensor. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined the root cause as user fault. Unit functioned as designed. Advised customer that the o2 cell needs replacement.